Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the reported event was replicated. The lamp was replaced and returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Additionally, the system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and/or disable the system, or the affected function, until the issue has been resolved. The root cause of the reported ¿light being out¿ can be attributed to lamp being nonconforming. The root cause of the reported ¿no audio could¿ not be determined conclusively, as the system was found to meet specifications in relation to the audio. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no sound coming from the system and two lights were out. Additional information has been requested.